Event description:
It was reported that pump screen was dark and would not turn on, and after pump eventually powered back on following charging and button press attempts, pump displayed malfunction message that recurred even after reset. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to press pump button in different ways, connect pump to working charger, wait for startup sequence, attempt to unlock screen, reset pump for malfunction, and open mobile app so logs could upload, and when malfunction persisted technical support arranged pump replacement and later clarified by phone that customer should use shipping materials from new pump to return malfunctioning pump, after which no further action was requested.